Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: insufficient relaxation. There was no device log for the reported date. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator was showing an over pressure deliver rate. The issue was found during a therapeutic (lap ipom (intraperitoneal onlay mesh) procedure. The procedure was completed using a similar device. There were no reports of patient harm.